Event description:
It was reported that the cannula curvatures were incorrect on five m6sct, specialized single cannula low pressure cuffed tracheostomy tubes. This was visually detected prior to actual device placement/use. There was no direct patient involvement. The five m6sct devices were returned to the manufacturer for identification, analysis, and investigation.